Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was unknown. Customer blood glucose reading at the time of the incident was unknown. Customer stated their blood glucose reading was over 300 when she woke up. Customer treated the high blood glucose reading with injection. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer stated the infusion set cannula was bent. Customer stated insulin exited. Customer changed their set every 2/3 days. Customer was able to remove and change the set. Customer believes the cannula bending caused their high blood glucose to rise. Customer stated there was no air bubbles or leaks. Customer did not perform high pressure test. Customer did not want to troubleshoot further. Products will not be returned for analysis.